Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the steerable guide catheter (sgc). The reported patient effect of atrial perforation (atrial septal defect) as listed in the mitraclip system instructions for use (IFU), is a known possible patient effect associated with mitraclip procedures. This event and procedural images were further reviewed by an abbott vascular senior medical advisor. The fluoroscopic images provided demonstrated the persistent atrial septal defect and the two implanted clips with no evidence of detachment. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This mitraclip steerable guide catheter is conservatively reported for atrial septal defect (asd) surgical repair, which the study physician assessed as possibly related to the device. It was reported that two mitraclips were successfully implanted on (B)(6) 2010, in a patient with degenerative mitral regurgitation (mr), successfully reducing the mr from 4 to 1. On (B)(6) 2014, the patient was hospitalized for right and left heart catheterization for worsening mr due to disease progression. Additionally, there was a significant asd with right to left shunting. The physician considered the asd as possibly related to the mitraclip delivery system; however two ablation procedures had been performed postprocedure using the asd for access. On (B)(6) 2014, the patient underwent bioprosthetic mitral valve replacement, closure of the septal defect, maze procedure for pre-existing atrial fibrillation and ligation of left atrial appendage. During surgery the two clips were confirmed to be well attached to both leaflets. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch, the following was received: the patient had been hospitalized from (B)(6) 2014 due to lung complications and difficulty weaning from the ventilator. On (B)(6)2014, the patient was transferred to long term care for ventilator support at night. On (B)(6) 2014, the patient was re-hospitalized with hypotension and in respiratory and acute renal failure, requiring full ventilator support. On (B)(6) 2014, per the patients wishes and with family support, life support was withdrawn and the patient expired. Per the study physician, the events leading to the death and the death were not related to the implanted clips or the procedure. There was no additional information provided.